Event description:
It was reported to depuy acromed that a vsp screw broke post-operatively. The initial implant date was not reported. The screw was explanted in 2002. The screw was not returned for evaluation. No further action can be taken at this time.